Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address stem subsidence and loosening at the bone to implant interface. It was also reported to revision surgery is required to prevent impingement and equalize leg length and offset. Doi: (B)(6) 2017; dor: (B)(6) 2017; right hip.